Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that their blood pressure sky rocketed after his procedure. His doctor sent him to the emergency room because of this. Additional information was received on 2021-jan-22 and patient stated being hospitalized for high blood pressure and a hernia. No further complications were reported/anticipated at this time.